Event description:
It was reported that the device was broken. The target lesion was located in the tortuous prostrate artery. A 200 cm x 10 cm fathom-14 peripheral guidewire was selected for use. During the procedure, it was noted that the device was being pushed through the anatomy and was bent and broken right where distal 10cm starts. The device was removed from the patient intact and was not completely detached. The procedure was completed with another fathom wire. No patient complications reported.